Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty loading a cartridge onto the pump due to significant pump housing damage. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
Additional information was received on 7/19/2017 that the customer's blood glucose (bg) level was elevated at 600 (mg/dl) with ketones due to the housing damaged causing the cartridges to not fully engage with the pump. Boluses and manual injections were used to address bg levels. Reportedly, the customer had began using manual injections for insulin therapy.